Manufacturer narrative:
Based on the supplier¿s investigation, the device history record review did not indicate any exception that could lead to the reported incident. The device master record for the device was reviewed and there were no changes on the tubing material or design. Photos of the sample were provided. According to the photos, the left rear frame tubing was broken near the seat tubing position. As the device was not returned for further investigation, the root cause could not be determined. No additional action will be taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
According to the customer, he had been sitting on the rollator for only a few minutes and the leg broke. There was no injury associated with this.